Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: on (B)(6), 2025, in operating room 8 of the obstetrics and gynecology & pediatrics operating theater, during surgery, when using the endoscopic led cold light source, the xenon lamp failed to light up after pressing the corresponding button on the display screen. After repeated attempts, the xenon lamp was activated. One hour later, without any operation, the xenon lamp suddenly switched to standby mode and could not be turned on again despite multiple attempts. No negative impact in state of health reported.